Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 4.8; lab: 2.5. Date: (B)(6) 2011; inratio: 5.8; lab: 3.5. Pt's therapeutic range: 2.0-3.0 inr.